Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device would not complete the boot-up cycle. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device does not power on. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and observed that the device would not complete the boot-up cycle. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative of initial MDR should indicate: the customer's device was received at stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h6 method code grid of initial MDR indicates: testing of actual, suspected device. Section h6 method code grid of initial MDR should indicate: type of investigation not yet determined. Section h3 device evaluated by mfg of initial MDR indicates: yes section h3 device evaluated by mfg of initial MDR should indicate: no additional manufacturer narrative: a stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The reported issue was verified by a video provided by the third party service provider. The technician observed that the installed main keypad did not match the device configuration. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue could not be determined. Stryker further evaluated the replaced part at the product assessment center (pac) and it was determined that the root cause of the incorrect installed main keypad version was due to installation by the third party service provider, who confirmed that the main keypad was installed for troubleshooting purposes.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.